Event description:
Follow up information identified the physician explanted and replaced the ipg, which addressed the issue.

Manufacturer narrative:
As received, reported event for burning at ipg site when ipg communicates with external devices and also while charging was not confirmed. The ipg, after being depleted, was able to fully charge and pass auto test. No temperature increase was observed during programming the returned ipg and also pocket heating testing while charging was conducted using the returned ipg and test standard le charger for 10 hours using test method 76-0011 and analyses of the test data revealed that the temperature distributions on the ipg surface were within specification as indicated in compliance in the prodigy product requirements specification. No anomaly was observed that would have affected the operation of the ipg or reported event.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a sudden heating sensation while using the programmer to communicate with the ipg. Also, while charging the ipg, a more gradual heating was noted. Multiple chargers and programmers were used to troubleshoot the issue with the same results. The patient states the issue only occurs while the ipg communicates with external devices, independent of if stimulation is on or off, and stimulation on while not communicating with external devices is not an issue. To address the issue, the physician may perform surgical intervention.